Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. It was stated that it seems like the insulin pump has not been working and neither the inserter; customer has to insert the infusion set by hand. Blood glucose value has been between 400 to 500 mg/dl. Last blood glucose is over 400 mg/dl; was given an insulin injection. During troubleshoot, it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer removed the infusion set and the cannula was bent. Nothing further reported.